Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate. The balloon was burst and the catheter was removed. As per additional information received on 17sep2020, the balloon was burst and the catheter was removed. There was a missing pieces of the balloon. There was no impact to the patient. As per additional information received on 25sep2020, water was added and poured into the balloon to make it burst. It was unknown how the missing pieces was removed and there was no intervention to removed the catheter.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. Sample has been evaluated and found the balloon was burst by user. Water was introduced into the inflation lumen and no obstruction observed to impede the flow. However, due to poor sample condition of the returned sample, a complete evaluation could not be performed. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precautions for use (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] (3) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] (4) do not wipe catheter surface with organic solvents such as alcohol. (5) do not aspirate urine through drainage funnel wall." Correction: h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was difficult to deflate. The balloon was burst and the catheter was removed. As per additional information received on 17sep2020, the balloon was burst and the catheter was removed. There was a missing pieces of the balloon. There was no impact to the patient. And per additional information received on (B)(6) 2020, water was added and poured into the balloon to make it burst. It was unknown how the missing pieces was removed and there was no intervention to remove the catheter.